Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support the physician had to reposition the impella and pull it back into the aorta. They were unable to regain access to the ventricle at bedside, so they took the patient to the cath lab where they were also unsuccessful in regaining ventricular access. The decision was made to replace with another impella. It was reported that the patient was stable.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.